Event description:
It was reported that the patient died. The patient underwent percutaneous coronary intervention. During the procedure, a 2.50 x 12mm synergy xd drug-eluting stent was advanced, and the stent got fractured. The patient experienced complications and passed away. No further information available. It was further reported via user facility tga report 114945, that the patient underwent a staged percutaneous coronary intervention (pci) via the left radial artery. During the procedure, a stent failed to expand despite attempts using two different inflation devices. Upon removal, the stent delivery system was found to be broken. Further assessment confirmed that the stent had detached and remained within the vessel. Retrieval attempts using a snare were unsuccessful, leading to the deployment of an additional stent to secure the detached stent against the vessel wall. Additionally, a dissection of the obtuse marginal branch of the left circumflex coronary artery was noted, however, no further details regarding this complication were provided. It was further reported that the lesion was predilated satisfactorily through the left main coronary artery stent and not through a bifurcation region. The stent was difficult to advance and was not deployed. Upon removal, the balloon, the stent and the plastic tip snapped off and remained in the body. Only the shaft was removed from the patient. The stent and the balloon were stented against the artery wall. In the physician's opinion, the stent contributed to the patient's death. The patient died two days after the procedure of other complications. The patient was anticoagulated for the myocardial infarction (mi), but despite this had a stroke and then suffered a major gastrointestinal (gi) bleed. The official cause of death was gi bleed in the context of a recent mi and intercurrent stroke. An autopsy was not performed.

Event description:
It was reported via user facility tga report (B)(4), stent dislodgment occurred requiring additional intervention, and the patient died. The patient underwent a staged percutaneous coronary intervention (pci) via the left radial artery. During the procedure, a 2.50 x 12mm synergy xd drug-eluting stent failed to expand despite attempts using two different inflation devices. Upon removal, the stent delivery system was found to be broken. Further assessment confirmed that the stent had detached and remained within the vessel. Retrieval attempts using a snare were unsuccessful, leading to the deployment of an additional stent to secure the detached stent against the vessel wall. Additionally, a dissection of the obtuse marginal branch of the left circumflex coronary artery was noted, however, no further details regarding this complication were provided. It was also reported that the patient passed away, though no additional details were provided regarding the circumstances of death.

Manufacturer narrative:
B2: date of death was not provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.